Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer blood glucose level displayed "high" and was resolved by manual insulin injection. The customer reverted to an alternate method of insulin therapy.